Event description:
It was reported that following the deployment of the stent, the physician identified that the stent had moved from its target site, initially by 1-2 cm. It then moved to the right ventricle. The physician attempted to snare the stent from the heart. However, during the snaring process, the stent broke into three parts. The physician was able to snare two of the segments. However, the third segment was difficult to snare. The physician moved the third segment to the common femoral vessel, but was still unable to remove it. The pt was transferred to the o.r. For surgical removal of the third stent fragment from the common femoral vessel. The pt was reported to be doing well.

Manufacturer narrative:
The review of the mfg records revealed that this product was found to have met all specifications prior to shipment. The device has been retained by the user facility; therefore, not available for eval. The event investigation is currently underway.